Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of stem inserter broke off.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the tip has fractured from the body of the instrument. The root cause is attributed to wear out / inadvertent use error. If placing the tip of the inserter incorrectly into the driver hole before impaction numerous times may damage the tip area. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.